Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: bd had not received samples, but three (3) photos were provided for investigation. The photos were reviewed and the indicated failure mode for additive abnormality was observed. The photos show an uneven spray pattern of the additive, hence the abnormal appearance. Note that the additive amount is accurate, only the spray pattern is abnormal. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of additive abnormality relating to spray pattern appearance of the additive based on the provided photos. Bd determined that the root cause of the indicated failure mode was attributed to a clogged nozzle. Normal processes include a visual inspection by a technical associate every one (1) hour. Further processing of the tube occurred as a result of inadequate purging of the tube. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® serum blood collection tubes, the device experienced discolored / abnormal additive form. The following information was provided by the initial reporter. The customer stated: it was reported that the tube have condensation in them.